Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated solely due to a large hematoma. A surgical procedure was completed to drain the hematoma and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).